Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/07/2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.